Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 515 mg/dl; cause was not known. Boluses were delivered to address bg. Emergency medical technicians assisted the customer with physical support (undefined). Pump system check was performed with tandem technical support; no device issues were identified. Recommendation was made for the customer to discuss the event with a healthcare provider